Event description:
It was reported following a recent fall, the patient's (B)(6) stimulation is not being delivered to the correct area. Efforts to resolved this matter via reprogramming proved unsuccessful. An x-ray was taken for further interrogation, and lead migration was confirmed. Surgical intervention will be undertaken at a later date to address this issue.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.